Event description:
It was reported that during a laparoscopic cholecystectomy the surgeon tried to place a clip across the cystic duct and the clip did not hold. Attempted to try again same thing happened. A new clip applier was opened to complete the case. There was no patient consequence.